Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a sharps container. The customer reports that a worker received a needle stick from a contaminated needle that was sticking out of the sharps container. The needle punctured a hole in the container. The employee has received blood tests and follow up has been conducted according to the hospital protocol.